Event description:
Customer reportedly received the following results on the aviva expert system within 10 minutes: 19.9 mmol/l, 10.2 mmol/l, and 9.8 mmol/l. Customer injected novorapid based on the result of 9.8 mmol/l. No adverse event reported. Requested return of suspect device however customer no longer has the test strips.

Manufacturer narrative:
The event occurred in (B)(6). Will not be returned to manufacturer.